Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The intellanav stablepoint open-irrigated catheter was selected for use during a redo atrial fibrillation procedure. It was reported that the irrigation port broke during manipulation. Impedance and electrogram signal were not visible on the rhythmia mapping system. The system was restarted and the electrogram became traceable, but the quality was bad when the rhythmia signal station was turned on. Replacing the catheter with one from the same model resolved the issues. The procedure was completed successfully without any patient complications.

Manufacturer narrative:
The intellanav mifi open-irrigated ablation catheter was returned to boston scientific for analysis. Visual inspection revealed the irrigation extension tubing was found completely detached/separated from the luer fitting at the adhesive joint, consequently confirming the reported complaint. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU.

Event description:
The intellanav stablepoint open-irrigated catheter was selected for use during a redo atrial fibrillation procedure. It was reported that the irrigation port broke during manipulation. Impedance and electrogram signal were not visible on the rhythmia mapping system. The system was restarted and the electrogram became traceable, but the quality was bad when the rhythmia signal station was turned on. Replacing the catheter with one from the same model resolved the issues. The procedure was completed successfully without any patient complications.